Event description:
It was reported that the second anchor came out along with the first. No patient injuries were reported. Despite the attempts to gain additional information regarding procedure delay or backup availability, no response was obtained.

Manufacturer narrative:
One 72202469 fast-fix 360 reverse curve needle delivery system device returned. The complaint stated: "it was reported that the second anchor came out along with the first." T1, t2 and suture were not returned. The delivery needle curve has been manipulated. It visibly has been flattened out. The depth limiter has been quite creased and flowered out. This is consistent with difficulty with reaching desired tissue location. Functional test was still successful. The device cycled and actuated despite the needle condition. No root cause related to the manufacture of the device was confirmed.

Manufacturer narrative:
Due to no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution. If relevant information becomes available to assist with evaluation, the complaint will certainly be revisited.